Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Knee arthroscopy. (B)(6) hospital for specialist surgery. Surgeon reported shaver handpiece became hot, then fms vue generator shut off. Surgeon attempted to use again after powering on & off the generator & same thing happened. Rep has tested machine with another handpiece & the machine shut off. He has also tested the handpiece with another generator & the handpiece heated up & machine shut off. No ae to patient. No delay in surgery. Patient outcome: stable.

Event description:
Knee arthroscopy. (B)(6) hospital for specialist surgery. Surgeon reported shaver handpiece became hot, then fms vue generator shut off. Surgeon attempted to use again after powering on & off the generator & same thing happened. Rep has tested machine with another handpiece & the machine shut off. He has also tested the handpiece with another generator & the handpiece heated up & machine shut off. No ae to patient. No delay in surgery. Patient outcome: stable. Additional information obtained from the affiliate on 4-6-2018: the procedure was completed with another like device without incident. There was no surgical delay. Alternatives were easily available. No patient or clinician impact.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device was received and evaluated. Visually, the handpiece looked to be in good condition. There were no loose or missing components. The handpiece was tested for continuity using a digital multimeter. An electrical short was found between the handpiece body and one of the windings of the motor. This may have been the reason for the handpiece heating up and re-setting the pump. The reported complaint could thus be confirmed. Since an electrical short was confirmed, the handpiece was not connected with the pump for functional testing. The device is more than four years of age and its repeated usage over time may have caused this failure to occur. A review of the device history record indicated that this batch of serialized product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into depuy synthes mitek complaints system revealed no complaints of any kind for this serial number with the product code. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).